Event description:
The instrument did not place properly formed staples on the tissue. Therefore, serious bleeding resulted. Procedure: lobectomy. Note: awaiting additional info from the account as to the extent of the bleeding and what intervention was employed to address the bleeding.